Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unk, with osteoarthritis (grade 4; no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to jul 2010. The pt's medical history was not provided. On (B)(6) 2004, the pt initiated treatment with intra-articular injection of synvisc (hylan gf-20) in right knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2004, the pt experienced synovitis of right knee. On an unspecified date in 2004, pt had right knee effusion and arthrocentesis was performed (amount of fluid aspirated not specified). The pt received treatment with 1 cc xylocaine (lidocaine) and 1.3 cc celestone (betamethasone). On (B)(6) 2004 (48 hrs later) event of synovitis recovered. The outcome of right knee effusion was not provided. The action taken with the synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis and right knee effusion was severe. The reporting physician assessed the relationship between synvisc with synovitis as definitely related and did not provide causal relationship with right knee effusion. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from oct 1997 to jul 2010. The benefit risk profile of the product is not altered by this report.